Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a 7mm amplatzer duct occluder was chosen for implant. During the procedure, while the device was being navigated through an 8fr mullins sheath, during the deployment the device presented in a cobra shape. The device was removed and the patient was taken for surgical repair of the defect. The patient remained stable throughout the procedure. No additional information has been provided.

Manufacturer narrative:
Additional information sections: d9, g3, h1, h2, h3, h6, h10. The reported event of a cobra deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.